Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, white residue in air water channel was observed. The regional repair center indicated that the most likely cause of the air water channel had white residue was not established. There was no patient involvement.

Manufacturer narrative:
The event date is unknown and will be provided if received. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.